Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Risk manager will not release device. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the 1.1mm guidewire in the kit broke during use. Caller was unsure about the lot, it was either f197765 or f195689. The guide wire broke while inserting the tibial screw (it was a competitor screw); wire was retrieved from the patient. It was reported by the sales rep that the facility contacted him regarding two events where the guide wire from the ar-1898s broke during use. He did not know the batch numbers, stating that the facility gave him two possibilities. He did not have dates of surgeries, believes one was this week (case 2495) and one was last month (case 2496). He states that in case 2496, the guide wire remained in the patient but when that was realized, they re-opened the patient to retrieve the wire. He states that in case 2495, it was removed prior to closing the patient. Additional information obtained 7/26/2018: risk manager has confirmed that this event (arthrex reference case 2495) took place on (B)(6) 2018. Patient was a male with left joint knee pain and left distal femur osteochondral fracture. Procedure was complicated by a 1.3 cm tip of a 13mm guide pin tip that broke off inside the distal femur. It was determined to remove it would have caused too much damage to the surrounding tissue and bone, so the fragment was left in the bone. Risk manager confirmed that the original report that the device tip was removed prior to closing the patient was incorrect.